Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "breast swelling, sore nipple and a build up of fluid" and "flipping", implant clinically flipped, distorting breast¿, ¿intermittent swelling¿, ¿firmness¿, and ¿swollen¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported " breast swelling, sore nipple and a build up of fluid". Device remains implanted. This relates to the left side